Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a lesion in the distal right coronary artery (rca). Pre-dilatation was performed with a 2.5 x 12 mm non-abbott balloon to 10 atmospheres (atm). A 2.5 x 15 mm xience xpedition stent was deployed at 12 atms and a dissection occurred at the proximal end of the stent. A 2.5 x 8 mm xience xpedition stent was used to cover the dissection with good results. There was no clinically significant delay in the procedure. No additional information was provided.